Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231858589 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p1 and p3 electrodes in zone 1 of the catheter. A detailed inspection of the lattice structure was conducted, and evidence corresponding to the open circuits identified during the shorts and mapping tests were captured. In conclusion, the reported clinical issues cannot be assessed through product analysis. The catheter failed the returned product inspection due to the open circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. Time stamps and error messages from the event date were noted. In conclusion, the reported clinical issues occurred during the procedure and cannot be assessed through data file analysis. The product has been returned and is awaiting returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after introduction of the sphere 9 catheter, electrode p2 exhibited noise and two error messages were noted: catheter temperature acquisition failure and catheter chip read error. These issues resulted in no or poor electrogram. The catheter extension cable was replaced, but this did not resolve the noise on p2, and the errors persisted. Subsequently, the catheter was replaced, which resolved the issues. The case was completed with affera. It was also reported that following the procedure, the patient experienced multiple adverse events. The patient developed transient hypotension in the post-anesthesia care unit, which required vasoactive support but resolved with overnight observation and did not prolong hospitalization. The patient experienced constipation as a distinct adverse event, which was associated with and may have exacerbated several episodes of rectal bleeding. The rectal bleeding was initially associated with the initiation of anticoagulant therapy, with obvious external hemorrhoids and likely internal hemorrhoids noted on examination. The rectal bleeding was recurrent, leading to a new hospitalization for monitoring, but the patient remained hemodynamically stable, and hemoglobin levels were close to baseline. The bleeding re solved without further intervention, and the patient was discharged back to a rehabilitation facility. The patient also developed acute kidney injury, with creatinine rising from baseline and resolving with intravenous fluid resuscitation. Unsteadiness and impaired mobility were reported, resulting in a failed ambulatory trial and prolongation of an existing hospitalization for observation and assessment of discharge readiness. Acute urinary retention occurred, characterized by the inability to fully empty the bladder, likely due to functional bladder outlet obstruction or medication effects, and was exacerbated by constipation. A foley catheter was placed, resulting in decompression and symptomatic relief, but the patient was unable to successfully void after catheter removal, necessitating replacement. Urinalysis revealed glucosuria and trace ketones, consistent with diabetes, without evidence of infection. The patient recovered or was stabilized from hypotension, rectal bleeding, and acute kidney injury, while unsteadiness and urinary retention (including inability to void after foley removal) were ongoing at the time of last report. No further patient complications have been reported as a result of this event.